Manufacturer narrative:
(B)(4).

Event description:
The pt walked a half-marathon. Afterward she experienced lack of effect and felt no stimulation sensation. The pt was able to increase and decrease therapy amplitude using the pt programmer, but didn't feel anything. The implantable neurostimulator required more charging since the half marathon. The field rep was notified of the event. The pt was in contact with her hcp. Add'l info has been requested. A f/u report will be submitted if add'l info becomes available.